Event description:
Customer reportedly received the following within 10 minutes on the same device: 24 mg/dl, 27 mg/dl, 33 mg/dl, 35 mg/dl, 37 mg/dl, 36 mg/dl, 47 mg/dl, 62 mg/dl, and 84 mg/dl. Customer had felt sweaty, light headed, and felt like she may pass out (symptoms match results). Customer was given food and candy. No adverse event reported. No quality controls were used. Requested return of the suspect device and a replacement was sent.